Event description:
It was reported that the patient was revised due to recurrent dislocations and elevated metal ions. During the revision, significant tissue damage, altr, pseudocapsule, and corrosion of the head-neck junction was noted. The femoral head and liner were replaced without complication. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Medical records were provided and reviewed by a health care professional. Review of the available records identified that the patient underwent a revision procedure due to recurrent dislocations and elevated metal ions. Prior to the procedure, the patient had elevated metal ion levels. Cobalt at 8.5 and chromium at 0.6. MRI demonstrated complete loss of abductors and fluid collection. Altr with brown to gray pseudo membrane around the capsule was noted. No abductors attached to the greater trochanter. Upon removal of the femoral head, black debris was noted around the base of the head and the head - neck junction. The head and liner were replaced without any complications. No other findings related to the reported event were noted. Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number: 65771101320, lot number: 60795712, brand name: m/l taper stem. Catalog number: 00620205622, lot number: 60585284, brand name: tm cup. Catalog number: 00630505636, lot number: 60888038, brand name: trilogy liner. Catalog number: 00625006540, lot number: 60959551, brand name: trilogy screw. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient was revised due to metallosis approximately 10 years post implantation. Attempts have been made and additional information on the reported event is unavailable.